Event description:
It was reported that pump did not recognize multiple cartridges and displayed a cartridge change error message. There was no reported impact to the customer¿s blood glucose level. User was contacted and confirmed the cartridge change error, and issue was resolved with no additional actions noted.